Event description:
The duett sealing device was deployed following a diagnostic angiogram (via a 6f sheath in the right common femoral artery). A hematoma formation was noted while the pt was on the table, which extended from the pubis into the abdomen, indicating a possible side wall stick. The pt was treated with morphine and a femostop, and the event was resolved. No further complications were noted and the pt was discharged on event date.